Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 3/14/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported that patient had a lef total hip arthroplasty in 2009 in (B)(6). Patient was revised for pain and infection with mssa positive blood cultures (B)(6) 2014 in the united states. During revision, it was noted that patient had blood loss of 1500cc and 250cc of purulence was removed from hip joint. Unknown femoral head and liner will be added to complaint and reported. Unknown stem and cup will be added to complaint for infection, but not reported as it was 5 years after implant. The complaint was updated on: mar 28, 2016.